Manufacturer narrative:
(B)(4). The carefusion field service representative (fsr) went onsite to evaluate the device. The fsr identified that the customer had replaced the bluetooth electrocardiogram (ECG) with cardiosoft cam. The fsr reconfigured the treadmill set up to use the cardiosoft product and the reported issue was resolved. All devices were verified to be working properly after reconfiguration.

Event description:
The customer reported having issues with the sentrysuite software. The bluetooth is not connecting, the system froze, and it turned off the treadmill. The device was in use on a patient at the time of the incident but there was no harm reported and no intervention required.